Manufacturer narrative:
(B)(4).

Event description:
It was reported there were coupling and/or communication issues while recharging. A simulator overdischarge was suspected. The pt also stated the leads were broken and were going to be replaced on (B)(6) 2011. The health care professional later stated the leads were dislodged but still functioning, and the pt had a change in stimulation pattern. The cause of the event was riding on a roller coaster. The hcp stated the leads were revised, and there was no pt injury.